Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) failed. Upon the 1st deployment into aorta it was not seating correctly or did not fully deploy as it was leaking around one side. The device looked like it was loaded correctly, when they went to deploy that is when the issue was noticed. The white plunger pressed. The seal made contact with the patient's aorta. Minimal delay- the time it took to grab another heartstring. No patient injury was reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/05/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the seal and tension spring inside the delivery device. The white plunger on the delivery device was fully depressed and the blue safety lock was off which allows for the white plunger to be depressed. The seal was observed to be unraveled. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no other visual defects observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed, however the analyzed failure "unraveled seal" was observed. The lot #3000292796 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.